Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, at the time of surgery, the surgeon had difficulty opening and closing the prograsp forceps, thus preventing its use for both tissue dissection and coagulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was the prograsp forceps. When seizing the tissue for dissection and coagulation with other instrument, the forceps had difficulty opening and closing. After removing the prograsp forceps for evaluation, the steel cable was found to be broken. The instrument had to be replaced.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.